Event description:
It was reported that the pt expired ten days after the device was implanted. The pt was found unresponsive in her hotel room. The medical examiner reported that the pt had also been taking several different types of oral medications. The medical examiner stated that the intrathecal catheter and pump were appropriately placed and that she did "not feel that the device played a role" in the pt's death. Analysis was requested to ensure that the device did not malfunction. The medication being delivered via the device system was fentanyl.

Manufacturer narrative:
(B)(4): the pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.